Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection and was prescribed oral antibiotics (date not reported). Subsequently, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.